Manufacturer narrative:
Date of event corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: takagi k et al. Hemodynamic and clinical performance of the 25-mm medtronic mosaic porcine bioprosthesis in the mitral position. Journal of artificial organs. 2021. Doi: 10.1007/s10047-021-01277-1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study into the hemodynamic and clinical performance of a bioprosthetic mitral valve. All data were collected from a single center between february 2013 and april 2018. The study population included 20 patients (predominantly female, mean age 78.2 years), all of whom were implanted with a 25mm medtronic mosaic bioprosthetic mitral valve (unique device identifier numbers not provided). Among all medtronic mosaic patients, 1 in-hospital death occurred. It was reported that the patient experienced preoperative septic shock due to endocarditis and underwent a concomitant aortic root replacement, mitral valve replacement, and coronary artery bypass graft (CABG), and the patient expired 3 days post implant of the mosaic valve. Furthermore, 6 deaths occurred during the follow-up period. The causes of death were reported as sepsis (2 patients), pneumonia (1 patient), malignant lymphoma (1 patient), abdominal aneurysm rupture (1 patient), and unknown cause (1 patient). It was reported that none of the deaths were cardiac-related. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic mosaic patients, adverse events included: stroke, sepsis, low cardiac output, prolonged ventilation, patient-prosthesis mismatch, mild mitral regurgitation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.